Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Based on the information shared by the customer facility, while lifting the resident using the sara 3000 active floor lift, the lifting arm became loose. Further inspection revealed that both bolts holding the lifting arm to the mast were cracked. The device in question was manufactured 15 years ago. Based on product knowledge, the root cause of the reported problem might be related to overloading the product e.g. The living arm was blocked by a window sill or another device. This hypothesis cannot be confirmed as facility staff did not confirm that the device was used under obstruction. The device did not meet its performance specification as the lifting arm detached from the mast. The sara 3000 active floor lift was used for the patient¿s transfer when the malfunction occurred and in that way, it was involved in the reported incident. The complaint was decided to be reportable due to a reported patient fall. The date of event in section b3 was estimated based on the awareness date.

Event description:
The arjo was informed about an event involving sara 3000 active floor lift. According to information provided by the customer, when the patient was over the toilet, the lifting arm became loose from the lift. As a consequence of the event, the resident slid down and scraped back against the toilet. The resident sustained abrasion on his back and back pain.

Event description:
It was reported that during patient transfer the lift was broken, the staff who witnessed the fall said the lift arm detached while resident was hovering over toilet and resident slid down and scraped back against toilet which caused the abrasion. As a consequence of the event patient sustiained the mild abrasion on the back.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 3004468271, 1000381138, 3007420694. Currently, these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon investigation conclusion.